Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint cannot be verified. The device was not returned for investigation, as it was reported that the system was discarded following this event. No photos, scans, or physician's reports were provided. The DHR for this product was reviewed, no non-conformances were found. There are no indications of manufacturing defects. For this system (74-0004) and the previous one year (from the notification date) regarding the system tearing through the sternum, there is a complaint rate of 0.02%, which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint could not be determined. It is possible that the patient had poor bone quality to achieve the proper tension with this device or that user applied too much tension. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported the sternal closure band pulled out through part of the manubrium while reducing the sternal halves following a median sternotomy. The patient was closed with a new set of sternal bands and plates. No additional patient consequences were reported.